Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the monitor will not turn on unless the batteries are removed and reinstalled. There was no patient involvement.